Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2016, the patient was doing well and was pleased with his pain management at that time. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
On 2015 (B)(4), information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving dilaudid 10.0mg/ml at 0.691 mg/day via an implantable pump for an unknown indication. On 2015 (B)(6), a volume discrepancy occurred. There was 7ml discrepancy between the expected reservoir volume (erv) and the actual reservoir volume (arv). No patient signs or symptoms occurred. The severity was noted as mild. The outcome was reported as ongoing event. No actions were taken. It was reported as possibly related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2016, the pump was replaced.

Event description:
Additional information received reported no cause was determined for the volume discrepancies.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was reported that on (B)(6) 2015, the patient was started on oral morphine pending pump replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. On (B)(6) 2015, a pump check was scheduled, but it was cancelled by the patient due to the inability to pay their insurance copay. On (B)(6) 2015, the patient was examined and was experiencing inadequate pain relief (no withdrawal symptoms). The pain relief was not as good and they had a loss of pain relief. They also continued to have concerns about the pump function. The reservoir volume was checked and was 3ml greater than expected. They planned to replace the pump due to approaching elective replacement indicator (eri).